Event description:
The customer reporting being treated at the doctor's office due to high blood glucose of 501mg/dl. The customer was experiencing unexplained high glucose for the past four days. Troubleshooting was performed. The programming, time, and date were correct. Reviewed the alarm history and found several no delivery alarms. Ran a fixed prime test and passed. The customer stated that she has been inserting only in her arms and stomach. Advised the customer of other sites where the infusion set can be inserted. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.